Manufacturer narrative:
During testing at the service center, the device alarmed with an e321 (battery charger timeout) malfunction alarm code. The probable cause was due to the battery. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of replace battery. No add'l info provided. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with an e321 (battery charger timeout) error code.